Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if mesh product tvtrl with lot number 3931358 was implanted in (B)(6) 2018? Were there any intra-operative complications during (B)(6) 2018 initial surgery? Other relevant patient comorbidities/concomitant medications? Mesh exposure site/location and diagnostic confirmation? Please clarify ¿contact hemorrhage¿ and the volume of bleeding? How the bleeding was treated? Results? Were cultures performed? Results? What is physician¿s opinion as to the etiology of or contributing factors to these events (hemorrhage and mesh erosion)? What is the patient's current status? The patient demographic info: age, weight, bmi at the time of index procedure?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2018 and the mesh was implanted due to urinary stress incontinence. On (B)(6) 2020 the patient was seeing by doctor due to mesh erosion suspicion. The patient presented contact hemorrhage and foreign body sensation in vagina. At the examination, mesh exposure was found just below meatus urethra with irritation of the surrounding tissue. On (B)(6) 2020 the exposed mesh sling part was removed and sent for cultivation for actinomyces. Additional information has been requested.